Event description:
Following a diagnostic catheterization procedure, a vasoseal elite was deployed. Following deployment, the patient's leg was cold and mottled. The patient was taken to surgery approximately one hour post deployment. A specimen 2.5 cm in length was removed from the artery. The patient stated that the specimen was sponge collagen. The patient recovered from surgery and was sent to another hospital for an unrelated interventional procedure. No further complications were reported.